Manufacturer narrative:
Device history record review: one complaint has been received on this lot with this symptom code. Sample analysis: no sample has been received for an evaluation. Conclusion: the reported complaint is not confirmed. Event data will be trended per quality data analysis procedure.

Event description:
A peritoneal dialysis patient reported that when she removed the cassette she stated that there is a leak inside the cassette door. Pt is doing CAPA treatment. No sample. No report of pt ill effect.